Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information was requested by fax and phone. A completed questionnaire was received (B)(6) 2015. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient had significant astigmatism. Additional information received from the surgeon that the patient experienced blurred vision following the initial intraocular lens (iol) implant procedure. The lens was exchanged three weeks following the initial procedure.

Manufacturer narrative:
Product evaluation:the product was returned for analysis; the reported complaint could not be verified as the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damage was observed. The lens was returned in a specimen cup. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece; however, an unqualified viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for residual astigmatism or blurry vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).